Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the fenestrated bipolar forceps instrument was observed to be defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the reporter and additional information was obtained: " the fenestrated bipolar forceps was observed to be defective, no further information is available since the instrument was already returned to intuitive. "